Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the extension tube fell out from the wing. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached extension tube was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and the extension tubing markings were partially worn. The red-luered extension tube was detached from the molded joint. No fragment of catheter appeared to remain in the molded joint. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes. Microscopic inspection of the extension tube confirmed that it had detached from the molded joint and had not been broken. Following bisection of the molded joint in the vicinity of the detachment, inspection of the orifice did not reveal any voids or gaps in the mold. Near the distal end of the molded orifice, the white-luered extension tube was observed. Portions of the orifice exhibited a dull texture and portions exhibited a glossy appearance. The tensile weakness suggested that pull stress may have contributed to the observed detachment; however, attempts to replicate the failure by pull test were unsuccessful, indicating that an additional unidentified factor(s) contributed to the event. The complaint of ¿extension tube fell out¿ is confirmed. According with the mentioned in the visual evaluation the device showed evidence of use as the detachment of an extension leg. Due to the poor sample condition and there is no evidence of short shots or out of insertion in the detached area, the cause is unknown. Potential contributing factors include tensile stress and inadequate bond strength. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube fell out from the wing. No patient injury was reported. No other information was provided.